Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately eight months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was outer insulation cosmetic environmental stress cracking observed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.